Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose. Customer stated that the blood glucose was over 400 mg/dl the time of incident. Customer stated that the high blood glucose was treated with the manual injections. Customer stated that there was insulin flow blocked and it was resolved by complete set change. Customer reported that the insulin pump will not be returned for analysis.